Manufacturer narrative:
The meter and test strips were returned for investigation. The two returned test strip vials were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. . Donor 1 hct: 50%. Donor 2 hct: 45%. Testing results: donor #1: retention meter and master lot strips: 3.4 inr . Returned meter and customer strips vial 1: 3.3 inr. Returned meter and customer strips vial 2: 3.4 inr. Donor #2: retention meter and master lot strips: 4.0 inr. Returned meter and customer strips vial 1: 4.0 inr. Returned meter and customer strips vial 2: 4.1 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 9:00 am, the result from the meter was 4.8 inr. At 9:10 am, the result from the meter was 8.0 inr. At 12:00 pm, the result from a laboratory using an unknown reagent was 2.8 inr. The therapeutic range was 2.0-3.0 inr and the customer tests weekly.